Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the washer was found broken. No fragments was generate, only the separate from the loop. No other issues were observed. A dimensional inspection was not performed due to the post-manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. The overall complaint was confirmed as the observed condition of the washer ã¸13/6.6 f/scr ã¸4.5 - 7.3 ti would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Device history lot part number: 419.990s lot number: 6013p86 manufacturing site: raron release to warehouse date: 06 jun 2023 expiration date: 01 jun 2033 a manufacturing record evaluation was performed for the sterile finished lot number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024 the patient underwent femoral neck screw fixation with three perforated screws with washers. During manual screwing of the last washer, it was observed on the radioscope that the washer broke before the screw head pressed against the cortical bone. The broken washer was removed and the third screw was left in place without the washer. This report is for one (1) washer ã¸13/6.6 f/scr ã¸4.5 - 7.3 ti. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b5 if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received and stating that: clinician note: the reference to "2nd washer" is being understood as a sequence of the two washers that were used during surgery. The reporter indicates in the event description that the finding of the broken washer ("last washer) was a radiographic finding and then it was removed "before the screw was applied against the cortical". Clinical understanding is the radiographic finding of the broken washer was the intraoperative radiographic image to confirm the placement of all implants prior to the final tightening/screwing against within the cortical bone layer. The reporter further confirms this as an intraoperative event and the rupture of the "2nd washer" or the last washer as reported in the event description. Clinical understanding is only 1 broken washer is involved in the reported event. Follow-up is being performed to confirm the number of broken washers. Additional information notes rupture of the washer during insertion, which was removed, and then another rupture was noted on the x-ray.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The rupture of a washer before the screw was applied against the cortical, needs to remove it. The procedure was successfully performed by osteosynthesis of the femoral neck with 3 screws, 2 of which were with a washer. During the radiographic inspection at d0, the rupture of a 2nd washer without displacement is noted. A 15-minute surgical delay was reported with no other medical intervention required. The patient status/outcome needs surveillance, no consequences, and a device in place.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.